Manufacturer narrative:
Cpu (central processing unit) was suggested to be replaced.

Event description:
The hospital reported that the unit reboots itself from time to time and unit generates a unit failure alarm. There was no reported patient injury.

Manufacturer narrative:
The reported event was determined to be not reportable as ventilation would have continued.